Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial lead was oversensing far-field r waves, as observed on the electrogram. It was also noted that there was a potential for p wave undersensing because the sensitivity was programmed higher than the measured p wave amplitude; undersensing was not actually seen on the electrogram, but the potential for it was noted based on the programming. The lead remains in use. No patient complications have been reported as a result of this event.